Manufacturer narrative:
Citation: cameron dowling, robert gooley, liam mccormick, hashrul n. Rashid, james dargan, faisal khan, sami firoozi, stephen j. Brecker, patient-specific computer simulation to predict conduction disturbance with current-generation self-expanding transcatheter heart valves, structural heart, 2022. Https://doi.org/10.1016/j.shj.2022.100010. Earliest date of publish used for date of event. Medtronic products referenced: evolutr and evolutpro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding patient-specific computer specific simulation to predict conduction disturbances with self-expanding transcatheter aortic valves (tav). All data were retrospectively collected from two medical centers between 2017 and 2021. The study population included 80 patients (predominantly male, mean age 80 years). Among all patients, 53 were implanted with a medtronic evolutpro and 27 people were implanted with an evolutr. Unique device identifier numbers were not provided. Among all patients, no deaths were associated with a medtronic product. Among all patients, adverse events included: first degree heart block, left bundle branch block (lbbb), right bundle branch block (rbbb), atrial fibrillation (afib) with prolonged pauses and complete heart block (chb) treated with permanent pacemaker implant. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Patient weight was received and was added to section a.4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.